Event description:
Report received of no flow. The tubing set was to be used to deliver an unspecified volume of blood via gravity only. The tubing set had been primed with saline without any reported issues. At an unspecified time, "during a code" after the blood container was attached to the tubing set, and the tubing set was connected to the pt, no flow was noted. At an unspecified time, the pt expired. It was reported that the no flow issue was not related to the pt's death, as the pt was "in terrible shape." Info was requested from the customer contact regarding the pt's diagnosis, past medical history, further event details, medical interventions provided, and autopsy results. No response has been received yet. Hospira is continuing to investigate.

Manufacturer narrative:
It was reported that the device was "discarded because it was not considered relative to the event." Hospira is continuing to investigate. This report represents all the info known by the reporter upon query by hospira personnel. (B) (4).